Manufacturer narrative:
The patient's weight was not provided. The referenced end percutaneous lead (driveline) replacement was reported under medwatch MFR report # 2916596-2017-01037. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device is 3 years, 8 months. The device is expected to be returned for evaluation. It has not yet been received. The patient remains ongoing on lvad support with the replacement device. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. On (B)(6) 2017, it was reported that the patient¿s system controller indicated a driveline fault alarm. The patient was asymptomatic. Review of the submitted log file by the manufacturer¿s technical services representative confirmed the driveline fault alarm. No other unusual pump parameters were recorded. The patient would continue to be monitored. On (B)(6) 2017, the patient was admitted to the ICU for monitoring due to multiple driveline fault alarms, despite exchanging the system controller. Later that night, the patient was taken to the operating room and the lvad was exchanged. After the pump exchange, the patient was reported to be doing well. The explanted pump is expected to be returned for evaluation. Of note, the patient has a known history of driveline fault alarms and pump stoppage events, for which a distal end percutaneous lead (driveline) replacement was previously performed.

Manufacturer narrative:
The referenced report of thrombus concern is covered under medwatch MFR report #2916596-2017-01973.

Event description:
It was reported that the pump exchange occurred on (B)(6) 2017 due to driveline fault alarms and pump stoppages that caused a concern for the thrombus.

Manufacturer narrative:
Device evaluation: the report of driveline fault alarms was confirmed through the evaluation of the submitted system controller log file. The submitted log file contained data from 05jul2017 to 12jul2017 and driveline fault alarms were captured on (B)(6) 2017; however, the system operated above the low speed limit for the duration of the log file despite these alarms. The pump was returned assembled with the driveline cut approximately 6 inches from the pump housing and the distal portion was returned measuring approximately 33 inches. The sealed inflow conduit and sealed outflow graft conduit were not returned. The outflow elbow was returned attached to its respective pump port. The site of the previous distal end driveline replacement was present approximately 19 inches from the pump housing. The replacement site was disassembled and no problems were found. No damage to the outer silicone jacket or the bionate layer was observed. Electrical continuity testing was performed and revealed discontinuities on the red and orange wires of the distal portion of the driveline. Visual examination of the wires revealed breaches in the insulation of the orange and yellow wires approximately 7 inches from the pump housing, and an additional breach in the insulation of the orange wire approximately 10.5 inches from the pump housing, exposing the conductors within. The observed damage to the orange and yellow wires appeared to be the result of abrasion against the metal braided shielding due to repetitive flexing/movement at this location. Further visual inspection under magnification of the insulation breach on the orange wire at approximately 10.5 inches from the pump housing, revealed the internal conductors were visibly fractured. Mechanical damage to the red, black and green wires was identified approximately 13.5 inches from the pump housing, with insulation breaches identified on the black and red wires at this location. Further visual inspection under magnification of the red wire revealed elongation of the insulation, which indicated that the internal conductors were not intact. The observed damage to the red, black and green wires at this location appeared to be consistent with mechanical damage due to crushing or pinching. A fracture in the red and orange wires, which redundantly support phase 3, would have been detected by the system controller when comparing wire currents, resulting in the reported driveline fault alarms. Additionally, intermittent discontinuity of this phase during device operation could have contributed to the reported pump stoppage events. Furthermore, if the exposed conductors from any of the damaged wires made direct contact with each other or simultaneous contact with the metal braided shielding, the resulting electrical short to shield or phase-to-phase short could have resulted in the reported pump stoppage events. The pump bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies related to wear or damage were observed. Visual inspection of the pump blood-contacting surfaces revealed no evidence of adhered depositions or thrombus formations. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.